Manufacturer narrative:
As part of the investigation, a field service engineer (fse) visited the user facility to inspect the oer pro's (serial numbers (B)(4) and (B)(4)). The fse noted there were no major issues with operation or running of the machines. There were no leaks detected and unit was maintained. There were 2 issues which were observed and corrected with inservicing. The first was the user was leaving the sample connector on the sampling port after acecide testing. As per the instruction manual, this should be disconnected and rinsed with water after testing. The second issue observed was with the internal water filter. This was correctly replaced but the user failed to perform the water line disinfection process as instructed in the manual. The fse provided in-serviced to the staff on correct procedures on running process on both oer-pros. The infection prevention manager also reported the three isolates in question were sent to cdc for genetic testing. Patient one and patient three were very similar genetically, patient two was not.

Manufacturer narrative:
The subject scope was returned to the service center but the evaluation is in progress. If additional information becomes available, this report will be supplemented accordingly. The clinical coordinator in the endoscopy department further reported. The cause of the infections has not been determined. The procedures were completed with the same equipment with no malfunction reported. Pre-cleaning is being performed immediately after a procedure. At bedside they use getinge plain triple detergent to clean the scope. Leak testing is being performed (with mu-1) prior to manual cleaning. During manual cleaning the channels are brushed using a single use brush (by medivations, ref 1200-05). The scope is high level disinfected in their aer's (2x oer-pro's). There was no issues reported with the aer machines. It was noted that one aer went down in september but was fixed. The cleaning (acecide c) and disinfectants (endoquick) for their effective concentration is being checked every cycle. After reprocessing, the channels are flushed. Since last year, there were three new reprocessing staff employees. The scope is hung vertically in a storage cabinet. As part of the investigation, an endoscopy support specialist (ess) was dispatched to the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training. The ess completed a reprocessing in-service with staff and observed that the user facility is following procedures for reprocessing as outlined in the reprocessing manuals / in-service ontrack forms. A review of the service history indicates the scope was purchased on (B)(6) 2017 with two repairs in the past two years; not related to positive patient or scope cultures. This reported event has been reported by the importer on MDR 2951238-2019-01177.

Event description:
The manufacturer was informed that two separate patients could have received possible bacterial infections (not specified) after the scope had been used on the patients. The patients treatments included IV and antibiotics. Both were being hospitalized as tracheostomy patients. There was another patient that the scope was used on as well during this period but no infection has been reported to date. The procedures were completed with the same equipment with no malfunction reported. The scope was not cultured or sterilized as they were cleaned and high level disinfected (hld) in their automated endoscope reprocessing (aer) machine and were returned for a service/evaluation. This is for 2 of 2 reports.

Manufacturer narrative:
The manufacturer received a medwatch report which states ¿the report states patient had bronchoscopy on (B)(6) 2019, subsequent lower respiratory culture positive for acinetobacter baumannii, two additional patients with bronchoscopies done subsequently with same scope also positive for acinetobacter.¿ as part of our investigation, the service center followed up with the user facility regarding the reported event and was informed that a genome clustering report from the ohio department of health confirmed the presence of acinetobacter baumannii in all 3 of the affected patients. It was reported that patients possibly contracted this infection after undergoing bronchoscopy procedures using the same scope. The patients treatments included IV and antibiotics. All three patients were admitted to hospital prior to the positive culture with trachs and are ventilator dependent. Two of the patients were intubated in ICU, one of them was intubated for 100 days and the other for 60 days. It was reported that all three of the patients were from the same skilled nursing facility. The procedures were completed with the same equipment with no malfunction reported. The scope was sent to an independent laboratory for microbial testing and tested negative for acinetobacter baumannii and or other bacteria. The scope was then ethylene oxide (eto) sterilized and returned to the service center for a physical evaluation. A visual inspection was performed on the scope to verify the condition of the instrument channel. Upon inspection, white stains, scrapes/tears and a kink were found along the instrument channel wall. The stains inside the instrument channel start near the distal end opening and proceed up to middle of the insertion tube. The kink and tear mark were observed near the distal end side of the instrument channel. Additionally, the scope failed the leak test from the scrape/tear in the instrument channel. The bending section cover glue (proximal side) was chipped leaving a small void and the bending section is dented near the middle. The potential cause of the kinked and torn/leaking instrument channel can be attributed to handling. The tear mark can occur when an open or broken instrument is inserted into the channel. The scope was repaired and returned to the user facility. Based on the investigation results, the exact cause of the reported patient infections could not be conclusively determined. Please reference the related internal complaints, importer and MFR. Reports numbers. Patient 1 (B)(6) 8010047-2019-03953, importer: 2951238-2019-01178 . Patient 3 (B)(6) 8010047-2019-04033, importer: 2951238-2019-01192.